Manufacturer narrative:
(B)(4). Date sent: 06/24/2021. Additional information was requested, and the following was received: what were the indications for surgery? [Ans: cancer]. What surgical procedure was performed? [Ans: total colectomy]. What is a teo? [Ans: transanal endoscopic operation]. Did the patient receive any preoperative chemotherapy or radiation? [Ans: no]. Were there any issues experienced with the device in the initial surgical procedure? [Ans: no]. What healthcare professional fired the device and what is his/her experience with the device? [Ans: experienced with 60+ case in 2020]. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? [Ans: low-b]. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? [Ans: yes]. Were there any issues with device use/firing? [Ans: no]. What confirmation was received that the device completed the firing sequence? [Ans: sound of firing stop]. Was the green checkmark visible at the end of the firing? [Ans: yes]. How many counter-clockwise revolutions of the adjusting knob were used to open the device? [Ans: 2.5]. Was there any difficulty removing the device? [Ans: no]. Was a complete transection of the white breakaway washer visually confirmed? [Ans: yes]. Were the donuts inspected? If so, please describe. [Ans: yes, completed]. Were there any issues noted with staple formation? If so, please describe the shape and location. [Ans: no]. Was a leak test performed? If so, what type and what was the result? [Ans: yes, colonoscopy with air leak test done]. Was the staple line visualized endoscopically during the initial surgical procedure? [Ans: yes ]. How many days postoperative did the leak occur? [Ans: no leak]. How was the leak identified? [Ans: no leak]. What was observed at the site of the leak upon reoperation? [Ans: no leak]. How was the leak addressed? [Ans: no leak]. How was the post-op bleeding identified [ans: day1]. How many days postoperative was the bleeding identified? [Ans: 1 day]. What was the total estimated blood loss (ml)? [Ans: at least 200ml]. Was a transfusion required? [Ans: yes]. How was the bleeding addressed? [Ans: colonoscopy and clipping, transanal plication]. What was the pre and postoperative anti-coagulant and pain management protocol? [Ans: aspirin was not stopped]. Was the bleeding intraluminal or extraluminal? [Ans: intraluninal].

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? What is a teo? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? How was the post-op bleeding identified? How many days postoperative was the bleeding identified? What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal?

Event description:
It was reported that the doctor was using cdh29p to complete the anastomosis, there is bleeding after 1 day. She tried to do colonoscopy to apply hemostasis three times but still failed to stop the bleeding. Finally, she did plication via teo. Procedure: lap total colectomy